Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found the haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+1.5/085 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved so the lens was explanted. The lens was exchanged for a longer lens and the problem was resolved.